Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone17.5. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s parent reported that multiple unexpected boluses¿ were delivered, occurring every 10¿20 minutes, without corresponding meals. Blood glucose level was reported to be 70 mg/dl. Patient was treated at home with chocolate, juice, and pizza. The parent planned to contact their nutritionist, school nurse, and endocrinologist, to consider removing the pump if child (patient) was able to self-administer insulin inappropriately.